Event description:
Per the audiologist, after a cardiac defibrillation procedure (date not reported), the pt reported a sudden decrease in auditory performance, tinnitus and headaches. Results of an integrity test done in 2008, were consistent with normal receiver/stimulator function with multiple electrode anomalies. As electrode anomalies typically develop over time, it is unlikely that there is a connection between the defibrillation and the integrity test results. Deactivating the anomalous electrodes and exchanging the external equipment did not solve the problem. The patient's device was explanted the following month, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This report filed, november 07, 2008.